Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was locked out at the first and second firing. The proximal part of the device was unformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.